Event description:
Device malfunction: device #1 suture retrieval. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician using a proglide device attempted arteriotomy closure of the right femoral vein after an interventional procedure. Reportedly, upon withdrawal of the plunger to harvest sutures, the suture release from the suture bearing was difficult. The suture rails were harvested; however, they came out of the tissue tract. A second and third proglide device were rewired and used with the same results. A prostar xl device was used to achieve hemostasis. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
Off label use in a femoral vein - device #2 and device #3, will be filed under separate medwatch MFR numbers. The device is expected to be returned to evaluation. It has not yet been received.